Event description:
It was reported that while stimulation was turned off the patient could feel stimulation sensation down both his arms and both legs. It was noted the sensation did not go away over time, but just continued. It was logged the patient first noticed this on thursday (B)(6), 2013. It was reported the patient did have one event about a month prior to report in which he was assaulted. It was reported the patient was pushed in the chest by another person. It was logged that shortly after the assault the ins implant site felt like it was burning from the inside out. It was noted the patient had rsd, and had 2 lead wires for the upper and lower extremities. It was reported there was some scar tissue build up around the lead wires. It was noted the patient was implanted (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).